Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient was running their stimulation for a week with adaptive stimulation turned off and were going to be taking notes. They were going to keep a diary of when the issue happened and try to see if there was any correlation. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that at the previous appointment the patient's adaptive stimulation was disabled. Without adaptive stimulation the occurrence rate of the stimulation cutting out reduced to about 5 times per day (as opposed to 7 or 8 times per day). The patient was receiving good therapy and didn't want the representative to make adjustments to their therapy programing. The patient made amplitude adjustments on their own. Impedances were checked and electrode 15 was 40,000 ohms but was shown as a green indicator. The representative reported they might try a different electrode configuration and re-enabling adaptive stimulation. No further complications reported.

Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't feeling stimulation all of a sudden and this lasted for a few seconds before stimulation came back on. The patient had to turn therapy off and back on to feel stimulation again. Impedances were around the 900-2000 ohm range and varied slightly depending on the reference electrode. The issues started after adaptive stimulation was enabled about a month ago but the patient's adaptive stimulation was turned off about 1.5 weeks ago and the issue was still occurring about 3-4 times per day. The issue mainly occurred in the recline position but an impedance test in this position didn't show anything remarkable. The representative mentioned that at one point electrode 15 was listed as "avoid" and they thought this was due to swelling during implant. Electrode 15 was not used in programming. No further complications reported.